Event description:
In cysto operating room, the neotract urolift system malfunctioned while the surgeon attempted to use it. A total of five urolift systems malfunctioned. Staff bagged the five systems in a red bag and placed it in the original manufacturer box to be returned to the vendor. The rep was also notified. Surgery was completed with a different urolift without patient harm.